Event description:
It was reported that the procedure was being performed in intensive care. The catheter was being placed into the pt's right internal jugular. While advancing the catheter resistance was noted. When they were removing the guide wire from the catheter the wire unraveled. As a result, the wire and catheter were removed as once. There was a delay in treatment with no pt harm and no pt death or complications reported.

Manufacturer narrative:
(B)(4). Sample will not be returned.